Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced both distal and proximal erosion with an inflatable penile prosthesis (ipp) as it was indicated that the device was too large. The patient had undergone a procedure in which one of the cylinders was removed. Sometime later, the remaining cylinder was removed, and the size decreased for a better fit. There were no further patient complications.